Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be verified. The lead exhibited normal electrical characteristics.

Event description:
It was reported that during implantation, the rv sensing value was very good but then the values decreased drastically. The physician moved the lead in another position and the measurements were good. The physician closed the pocket, but once again the values decreased. The lead was removed and returned.